Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: separated and metal was left behind in shoulder. Probable root cause: non-conforming component, poor assembly process, misuse.

Event description:
It was reported that unintended material remained in the patient's shoulder.